Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. (B)(4): product evaluation: analysis results for the nim mainframe, (B)(4), are not available; device not returned for evaluation. (B)(4).

Event description:
It was reported that during a total thyroidectomy, the rln initially stimulated fine at 1.0ma then later in the case the monitor gave audio stimulating sounds but no wave forms on the monitor. Visual inspection of the nerve at the end of the surgery showed the rln to be intact. After the case the surgeon scoped the patient and found paralysis of the second side vocal cord, the first side was fine. The patient underwent a vocal cord augmentation to fix the vocal cord. It has been clarified that ¿the electrodes were recognized as there were events initially during the case. When stimulating, the surgeon initially received both audible pulse responses and corresponding waveforms. Later in the surgery, on the second side, the surgeon would receive an audible pulse stimulus response but no waveforms.¿ and, ¿during the operation the surgeon did find the rln which initially stimulated fine. Later in the case the nerve would not stimulate in the same area.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.